Event description:
It was reported that the customer received several failed battery test notifications. The customer stated that they tried several different batteries, but neither of them worked. The customer was advised that energizer aaa alkaline batteries are the most effective for the insulin pumps. The customer's blood glucose level was 9.7 mmol/l. The insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.